Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/7/2021. H3 evaluation: one used sample of drain was received for evaluation.lot number is unknown, hence, batch record review and retain sample evaluation was not done. One used drain was sent as complaint sample. During evaluation of sample, there was no cut and hole. No scratch marks observed. The complaint statement states that there had been a substance like white parts which was sunk in the reservoir. It cannot be determined that the white part sunk in the reservoir was due to the drain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc(B)(4). Date sent to the FDA: 9/7/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 8/3/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent was there any adverse patient consequences? There were no adverse consequences to the patient. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse patient consequences? Note: events reported on mw# 2210968-2021-06053. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a drain was used. After surgery, in the ward, drainage failure was confirmed, so when a nurse checked. The drain was removed. Further details are not provided. There were no adverse consequences to the patient.